Event description:
It was reported "the breakage of the dilator at its base (at the level of the tabs) occured when it was being peeled off. The anaesthetist managed to peel away the dilator by cutting it with a scalpel and insert the catheter. The dilator was not kept." No patient harm reported. The patient's condition is "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and several findings were identified. Without the sample returned for analysis, it cannot be determined if the findings are relevant to this investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the breakage of the dilator at its base (at the level of the tabs) occured when it was being peeled off. The anaesthetist managed to peel away the dilator by cutting it with a scalpel and insert the catheter. The dilator was not kept." No patient harm reported. The patient's condition is "fine".